Event description:
Analysis on the generator confirms that the residual material on pcb from laser routing process may have contributed to the heartbeat sense detection issue. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing.

Event description:
Analysis was completed on the returned generator. To observe the pulse generators sensing response (tachycardia detection) to an external stimulus, the pulse generator was placed in a final test fixture. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts were observed (2.2 seconds to 23.6 seconds). The pulse generator was opened. Possible contaminates were observed on the pcb trimmed edge of the pcb. With the pulse generator case removed and the battery still attached to the pcb, the supply current off-time (6.4ua) and supply current off-time sense enabled (9.4ua) measured at the pa bench were not in specification. The battery was removed. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests. After the pcb was cleaned, the pulse generator showed no sense delays (2.0 seconds to 3.6 seconds). The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation of undersensing.

Manufacturer narrative:
(B)(4).

Event description:
During vns replacement surgery on (B)(6) 2015, the heartbeat testing for a m 106 generator was unsuccessful. During the heart beat testing, "????" Was observed. Troubleshooting steps were performed such as keeping the wand still over the generator for the duration of the test, eliminating sources of electromagnetic interference, confirming the strength of the wand battery, confirming that the impedance results are within normal limits, confirming proper irrigation of the nerve, and ensuring that the generator was not being touched. As the heartbeat testing was unsuccessful despite these steps, the generator was replaced with a another m 106 generator, which successfully detected the patient's heart rate at sensitivity setting 3. The suspect device was returned for analysis on (B)(6) 2015. Analysis is underway but has not been completed. Programming history is available from date of implant, (B)(6) 2015. One system diagnostic test was performed on the day of surgery and it showed normal impedance result of 881 ohms. The battery indicator is ifi - no. On the date of implant, all output currents remained programmed off during the heartbeat testing and were not turned on at the end of surgery. Tachycardia detection was programmed on, and sensitivity levels 1-5 were attempted. Interrogation was only performed for sensitivity setting 1. The device ultimately remained at sensitivity setting 4, with tachycardia detection on and all output currents off.